Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal baclofen (2,000 mcg/ml at 12.4 mcg/day) via an implanted pump for intractable spasticity. It was reported that they had concerns about this patient that had issues over the weekend. The caller stated that they did a pump refill and dose adjustment in march and things were going well until about a week ago the patient started experiencing respiratory issues. The patient went to an outside hospital at that time and they thought the patient had baclofen toxicity and they shut the patient's pump off for 48 hours. The patient was transported to the current hospital and the pump was on minimum rate mode to keep the pump functioning. They increased the dose back to 99.9 mcg/day and about six hours later the patient had respiratory distress and has since been intubated.